Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported to have received a no delivery alarm during basal and bolus. Customer's blood glucose was 320 mg/dl. They said that they had a blood glucose of 409 mg/dl a few days prior. During troubleshooting, customer was advised to always complete rewind/load reservoir process before connecting back to the set. She was advised to disconnect from the quick release. The customer was assisted in performing a 5.0 unit fixed prime and stated that the insulin did not exit. They were advised to run a manual prime with the empty pump until the piston reaches the end of travel and the pump alarmed with no reservoir. The customer wanted to run an additional 5.0 unit fixed prime to see whether the cannula or site was occluded or not. The customer stated that insulin did exit during manual prime. The reservoir will not be returning for analysis. The infusion set will be returning for analysis.